Manufacturer narrative:
B3: exact date unknown, event occurred approximately a year ago.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to patient didn't want to charge stimulator anymore, said it wasn't working properly, it was taking a little longer to charge than he thought it was normal. No devices able to be returned due to facility protocol. Electrocautery was not used. Patient is doing well post-op and has his therapy resorted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code of cause not established will be used. B3: as per gfe response, event occurred approximately a year ago (january 2025).

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to patient didn't want to charge stimulator anymore, said it wasn't working properly, it was taking a little longer to charge than he thought it was normal. No devices able to be returned due to facility protocol. Electrocautery was not used. Patient is doing well post-op and has his therapy resorted. No additional adverse patient effects were reported.